Event description:
It was reported that a pt received a skin burn on the right arm and back following an electrophysiology. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted once investigation results are available.